Event description:
It was reported that the patient felt that the stimulation was no longer in proper areas due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned as it was kept by the medical facility.